Manufacturer narrative:
(B)(4). Returned product consisted of the spiroflex thrombectomy system. The shaft and tip were microscopically, tactile and visually inspected. Inspection of the device revealed that majority of the proximal spiral cut shaft was kinked and broken/damaged. The distal shaft was kinked with a hypotube fracture 32cm from the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Product analysis confirmed the kink and reported saline error due to the broken hypotube. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 12 jan 2018. It was reported an error message displayed and the catheter was kinked. A spiroflex® angiojet® thrombectomy set was selected for a procedure in a coronary vessel. During preparation outside the patient, it was observed the catheter was kinked. A saline error message displayed on the console. A second of the same device was used to complete the procedure and worked fine. There were no patient complications. However, device analysis found the hypotube was broken.